Manufacturer narrative:
This report is submitted on november 3, 2023.

Event description:
Per the clinic, the patient experienced a loose abutment subsequent to sustaining a head injury on (B)(6) 2023. The patient was placed under general anesthesia on (B)(6) 2023, in order to undergo a skin revision and have the abutment replaced.